Manufacturer narrative:
Medical device expiration date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 10 syringe 0.3ml 31ga 8mm 10bag 500 wal experienced component separation during use. The following was reported by the initial reporter: it was reported that needle hub separates into shield. Verbatim: pet owner reported having 1 syringe in every poly bag where she removes the cap and the whole needle component comes off with the cap."